Manufacturer narrative:
External insulation abrasion directly on the suture tie impression location, caused by suture tied directly to the lead body was noted at 11.5 cm to 11.6 cm from the connector pin. The abrasion was found breaching the outer insulation and exposing the outer coil consistent with the reported events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02226. It was reported that the patient presented to the hospital for ra lead replacement. After interrogation the lead showed very poor sensing and noise that lead to inappropriate ams episodes. During procedure it was noted that there was a suture tied around both ra and rv lead and physician suggested this was the reason for poor lead performance. There were insulation anomalies caused by suture on both leads so they were both removed and replaced. There were no consequences to the patient.